Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced infusion set cannula was bent and due to that multiple occlusion alarms occurs. The blood glucose level was high (318 mg/dl) at that time and the patient was treated with insulin shots. No further information available.